Event description:
Patient representative later reported "capsular contracture baker grade iii, late seroma, radial folds, swealing, edema and pericapsular collection was found, with 60ml of fluid".

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, g2, h6 the reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade iii, seroma-late.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of pruritus, breast pain, dry eyes, pain are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pruritus, breast pain, dry eyes, pain.

Event description:
Patient reported left side "pain and discomfort; has flaccid breasts and ultrasound (us) showed a cyst. A new exam was performed later, and the cyst had disappeared." Later healthcare professional reported "asia syndrome" (no device related), "hair loss" (no device related) and "joint pain" (no device related) with patient´s representative reporting "deep anguish, insecurity and psychological suffering", "asia syndrome" (no device related), "hair loss" (no device related), "dry eyes" (no device related), "joint pain" (no device related), "breast pruritus" and "breast tightening". The device remains implanted.

Manufacturer narrative:
Clarification to h6 codes: unreporting events of e0815 and e2330 as they are not device related, hence not reportable. Reason for reoperation: ¿pain and discomfort¿, "breast pruritus", "breast hardening¿ and ¿flaccid breasts¿. The previously reported event codes are not device related and should be disregarded: e2402, e0815, and e2330.

Event description:
It was determined that the previously reported events of dry eye(s), asia syndrome, hair loss and joint pain are not device related, therefore, they are not reportable to the FDA and will be unreported.